Event description:
Medtronic received a report of a post-procedure adverse event (AE) of retroperitoneal hematoma with a possible relation to the index procedure or APT regime. It was reported that the, "patient became hypotensive in the middle of the night following DSA for study index procedure performed on (b)(6) 2026, requiring refractory fluids and levophed. Patient complains of right groin site pain. Vascular consulted. CT A/P (abdomen and pelvis) obtained and demonstrated right retroperitoneal hematoma extending from ruq to pelvis and surrounding right femoral neurovascular bundle. CT angiogram on (b)(6) 2026 shows small focus of suspected venous extravasation in right groin medial to femoral vessels, stable blood products, age-indeterminate dissection in right external iliac artery. Hemoglobin down to 9.9 overnight, transfused with 1 unit PRBCS (packed red blood cells), repeat hemoglobin 10.8, continue ASA (aspirin) 325mg but hold Plavix 75mg. Significant improvement in pain, 2/10 following transfusion. Groin tender to palpitation but no sign of underlying hematoma. hospital stay was not prolonged due to events post procedure per sub-i." The AE did result in blood transfusion treatment, but no hospitalization. There was no percutaneous intervention, surgical procedure, or physical therapy. A concomitant medication was administered or adjusted due to this AE, reported as, "PRBC AND LEVOPHED WITH IV BOLUS." There was no brain imaging performed in association with this AE. This did not result in a focal neurological decline of presumed vascular origin. The AE is not related to the disease under study. The AE does have a possible relationship to an underlying condition of disease. This AE did not result from device deficiency. As of (b)(6) 2026 the outcome status was recovered/resolved. The site seriousness assessment concluded that; congenital anomaly, death, disability, hospitalization, life threatening, medical or surgical intervention was not related. The site related assessment concluded that the APT medication had a possible relation to the AE, the index procedure had a probably relation to the AE, and that the study device was not related. The sponsor assessment (OC MUO) concluded that, there was a casual relation to the index procedure, possible relation to the APT regime and not related to the Artisse device. The patient was underwent surgery on (b)(6) 2026 for treatment of a saccular, aneurysm located in the midline anterior communicating (Acom) artery. The aneurysm measurements were reported as having a max height of 5.1mm, a max 4.2mm neck diameter, and a max width of 6.5mm. The patient's vessel tortuosity is not collected per site for this study. Baseline mRS Score was 0 reporting no symptoms at all. The date of Eligibility Criteria Assessment was 2026-05-18. The date of DSA Imaging (b)(6) 2026. There was no change in the aneurysm that would impact the device size since the baseline imaging. The device/marker protrusion did not result in an additional intervention during the procedure. After detachment the placement of the device was satisfactory. The device has adequate conformability to shape of the treated aneurysm. The parent artery stenosis was reported as 0-5%. The study device was implanted and there was attempt to resheath the device. There was 1 detachment attempt. Ancillary devices include a primary guide catheter used was a Infinity 088, Phenom Plus, Rebar-18 and no adjunctive device was used.- Medtronic received a report of a post-procedure adverse event (AE) urinary retention with a possible relation to the index procedure. It was reported that the, "Patient unable to void after foley removed, bladder scan was 140 ml. Patient began voiding again at some point on (b)(6) 2026, although it is unclear what timeframe after foley was removed." The AE did result a bladder scan, but no hospitalization. There was no brain imaging performed in association with this AE. This did not result in a focal neurological decline of presumed vascular origin. The AE is not related to the disease under study or an underlying condition. This AE did not result from device deficiency. As of (b)(6) 2026 the outcome status was recovered/resolved. The site seriousness assessment concluded that; congenital anomaly, death, disability, hospitalization, life threatening, medical or surgical intervention was not related. The site related assessment concluded that there was no relation with the APT, study device, or index procedure. The sponsor assessment(OC MUO) co ncluded that, there was a possible relation to the index procedure and not related to the Artisse device or ATP regimen. The patient was underwent surgery on (b)(6) 2026 for treatment of a saccular, unruptured aneurysm located in the midline anterior com municating (Acom) artery. The aneurysm measurements were reported as having a max height of 5.1mm, a max 4.2mm neck diameter, and a max width of 6.5mm. The target aneurysm symptoms was localized headache. The patient's vessel tortuosity is not collected per site for this study. Baseline mRS Score was 0 reporting no symptoms at all. The date of Eligibility Criteria Assessment was (b)(6) 2026. The date of DSA Imaging (b)(6) 2026. There was no change in the aneurysm that would impact the device size since the baseline imaging. The device/marker protrusion did not result in an additional intervention during the procedure. After detachment the placement of the device was satisfactory. The device has adequate conformability to shape of the treated aneurysm. The parent artery stenosis was reported as 0-5%. The study device was implanted and there was attempt to resheath the device. There was 1 detachment attempt. Ancillary devices include a primary guide catheter used was a Infinity 088, Phenom Plus, Rebar-18 and no adjunctive device was used. Additional information was received reporting that the causes or contributing factors for the event were identified as, "Site assessment determined that the event was related to the procedure, antiplatelet medication, and the underlying condition or disease. Patient medical history reported as SLEEP APNEA, PERIPHERAL NEUROPATHY, HYPERTENTION." Event is not related to any study or MDT devices. At the most recent 30-day follow-up assessment (dated (b)(6) 2026), the mRS was reported as 0, indicating no symptoms at all. Model and lot # for ancillary or adjunctive devices were not collected in this study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.